Event description:
Patient came in today to be disconnected from his cadd pump. He reported that the cadd was beeping last night. The pump stated it needed batteries, (new batteries are placed each time before patient is connected to pump), patient reported he put new batteries in last night. He also reported tubing became disconnected for the onguard 2 cstd adaptor lock. He reconnected the tubing himself. Patient came in today with a residual volume of 17ml. Doctor notified, and he was okay to disconnect the patient from the pump.